Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the sjm representative was unable to program the system and it is not working. The patient will be given an injection and subsequently, the next course of action will be determined.